Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00999, -01000, -01002.

Event description:
Allegedly, patient was revised due to mom complications: cloudy fluid build up; loose acetabular cup and bone deficiency; pain; difficulty ambulating/ physical activity- right.